Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a couple weeks of implant, the patient presented to the emergency room complaining of chest pains. The lead exhibited no capture and undersensing, and was found to have perforated into the pericardium. A tamponade was reported. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.